Event description:
It was reported that the left ventricular (lv) lead had become dislodged. The lv lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Concomitant medical products: 407645 lead, implanted: (B)(6) 2010; dtba1d1 crt-d, implanted: (B)(6) 2014. (B)(4).